Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide a correction to the initial h7 and h9. Correction to the initial h7 and h9 as recall was selected and is not applicable to this complaint. The device was evaluated by olympus, there was no damage to the subject device or abnormality in the appearance of the device. A 6mm blue foreign object was discovered. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, since no blue parts are used in this product or in this manufacturing process, we conclude that the blue foreign matter does not originate from this product. It is likely the reported event occurred due to blue foreign object could have encounter a drape, etc., which had risen in temperature outside the body, and the melted drape adhered to the probe, and then fell into the abdominal cavity. However, the root cause could not be identified. The event can be prevented by following the instructions for use which state: "to prevent injury to the surgeon, surgical staff, and/or patient due to accidental activation, do not leave the thunderbeat in contact with the patient or a flammable object, such as a drape, while not in use. Also, do not leave the instrument in contact with tissue, the patient, or a flammable object, such as a drape, after the output has ceased. Otherwise, unintentional burns of the surgeon, surgical staff, and/or patient, or a fire hazard may result." "To prevent injury of the surgeon, surgical staff, and/or patient due to accidental activation, do not leave the thunderbeat in contact with the patient or a flammable object such as a drape while not in use. Also, after output, do not leave the thunderbeat in contact with tissue, the patient, or a flammable object such as a drape. Otherwise, burns of the surgeon, surgical staff, or patient or a fire hazard may result."

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during a hysterectomy procedure, blue foreign substance fell into the abdominal cavity after thunderbeat activation. As soon as the procedure was started, the thunderbeat product was used in trocar (unknown manufacturer) and activated about 5 times. The foreign substance was retrieved immediately from the abdominal cavity with an unknown instrument. Reportedly, the color of the surgical drapes is blue and there is a possibility that the end of the product touched the surgical drapes during use resulting in a blue foreign substance in the patient. There were no additional interventions (medical/diagnostic) reported to be undertaken. No reports of patient harm.